Manufacturer narrative:
Product complaint #(B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
This patient had his hip replaced by doctor sometime in 2008. X-rays indicated that he had a summit stem with an asr acetabular cup. The patient recently seen doctor for a painful hip and clicking. Doctor did state that the patient had elevated cobal chrome levels in his blood serum. A revision surgery was scheduled to revise the hip. During the revision, it was discovered that the hip ball was loose on the trunion of the summit stem which caused severe damage to the trunion and the inner side of the hip ball. It appears that there was a failure between the hip ball and the trunion which caused severe trunionosis, metal debris, and damage to the implants. Because of the damage that has occurred, all of the implants were explanted. The implants were a metal femoral head, summit stem, and acetabular cup. None of these implants had visible catalog numbers or lot numbers. So none of the products can be identified as to what the products actually are. Doctor started the hip revision on (B)(6) 2024 at 2:15pm and ended up closing the wound at 5pm because of surgeon fatigue and the patients well being and decided to resume the revision the following day on (B)(6) 2024.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed, as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected and distributed to approved specifications. Additional complaint information, monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown. Therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Event description:
Additional information was received and confirmed surgical delay adding 3 hours due to the breakage of the used slaphammer. It was also mentioned that the primary surgery date was unclear but sometime around 2008.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.